Event description:
The customer reported to vyaire medical that the volumes of vela ventilator were low after replacing the main board. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer was asked if his measuring device was set to btps (body temperature, pressure, water vapor saturated), and it was, so he was told to lower the altitude to 200 feet because the altimeter was reading a little higher after that. The customer was then instructed to calibrate the transducer and to contact again if the problem persisted. The customer contacted technical support and was assisted through remote support; no further customer activity has occurred, indicating that this is a phone fix. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.